Event description:
It was reported that during the implant procedure, a kink was observed with this right ventricular (rv) lead, and intra cardiac signals were not able to be obtained. This resulted in high (out of range) impedance measurements. Additionally, the helix was unable to be extended. A new lead was placed to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, a kink was observed with this right ventricular (rv) lead, and intra cardiac signals were not able to be obtained. This resulted in high (out of range) impedance measurements. Additionally, the helix was unable to be extended. A new lead was placed to complete the procedure. No adverse patient effects were reported. Additional information: the field representative indicated that this lead was discarded at the hospital.

Event description:
It was reported that during the implant procedure, a kink was observed with this right ventricular (rv) lead, and intra cardiac signals were not able to be obtained. This resulted in high (out of range) impedance measurements. Additionally, the helix was unable to be extended. A new lead was placed to complete the procedure. No adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was received with the helix in a retracted position. Visual inspection noted dried blood/body fluid in helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.